Event description:
The customer reported that the 3100a driver displacement indicator board was hard to adjust and the delta p would drift out of sepcification within 24 hours. There was no pt involvement at all.